Event description:
The lead was capped and left in situ due to a non-specific report of lead malfunction. Explant method: intravascular, superior technique/tools: traction. Gentle traction was applied after it was unscrewed, however, it was caught at the svc-atrial junction. Due to the danger of traumatizing the atrium and the superior vena cava. The lead was left in position and capped.